Manufacturer narrative:
No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The DHR was unable to be performed as the item and lot number of the device involved in the event is unknown. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Implant date: (B)(6) 2016. Concomitant medical products: therapy date: (B)(6) 2016, unknown tibial tray, unknown bearing. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2019 - 04423, 0001822565 - 2019 - 04424.

Event description:
It was reported that the patient began experiencing numbness below the knee cap to his ankle approximately 3 months post implantation. It was noted that there was nerve damage. There has been no medical intervention to date. Attempts have been made and no further information has been provided.